Event description:
During the initiation of IV therapy, the clinician sustained a needlestick. The clinician stated the device blunted, as intended and it could not be ascertained as to how the needlestick occurred. Blood work was drawn from the pt and the clinician and the samples were negative. The clinician received three doses of anti-viral medication prophylactically while waiting for blood test results. The clinician is doing well.